Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged her ipg since (B)(6) 2014. As a result, she is unable to establish communication between her ipg and external devices. The patient's programmer also reflected a communication error. The patient is to meet with an sjm representative as the next course of action.